Event description:
It was reported that the patient received several inappropriate therapies due to oversensing of the rv lead. The lead was easily explanted and replaced. However, during the vf-test, the hemodynamic parameter deteriorated and a pericardial effusion was revealed. A pericardial puncture was performed and the hemodynamic situation stabilized.

Event description:
The patient had a mr exam. She was scanned in the head first supine position with the four channel shoulder coil. Her right arm was at her side. Within 48 hours after the examination a large 2nd to 3rd degree burn was found on her inner forearm near the elbow. The interface box was directly in contact with the pt's arm during the examination.

Manufacturer narrative:
Analysis confirmed the reported sensing anomaly in the laboratory. The lead exhibited a fractured sensing coil close to the crimp sleeve to the connector ring as a result of fatigue. A lead tip stiffness test was found to be within specification.